Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty camera. System operates as intended.

Event description:
Customer reported poor image quality and no output from camera. No pt injury was reported.